Event description:
Healthcare professional reported left side "capsular contracture baker grade iii and rupture". Healthcare professional additionally reported "hole, non-specific" via rga. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side "capsular contracture baker grade iii and rupture". Healthcare professional additionally reported "hole, non-specific" via rga. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening on anterior side assessed as unidentified (tear) opening. Shell thickness within specification. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ white particles observed on the surface of the device. ¿ observed creases on the device.